Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the reservoir. The customer was able to load a new cartridge to resume insulin therapy. The customer reported a blood glucose level of 355 mg/dl; reportedly caused from the customer running out of insulin in pump during meal bolus. A correction bolus via the pump was administered to address the elevated blood glucose level.